Event description:
After iabp for 228 hours, the "high pressure" alarm sounded from the pump twice. Condensation was noted in the helium line and the line was aspirated. Blood was withdrawn and the catheter was removed. A second iab was inserted into the pt. (Event complications: unk - reported 12/15/97.) (Pt's current status: unk - rpt'd 12/15/97.)